Event description:
A customer reported that the touchscreen on their pump was unresponsive, with the screen appearing frozen and not responding to inputs. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was using a backup pump for insulin deliveries during the issue. Technical support provided information for a pump reset, which the customer performed successfully, resolving the issue and restoring the pump's functionality.